Event description:
It was reported that premature batter depletion was alleged involving this device. A delay in the device changeout was noted due to the patient's poor condition. A review of the device data by technical services (ts) confirmed that the power consumption of this device was increasing in a gradual fashion. The device was malfunctioning and should be explanted and returned. The device was explanted and will be returned. No additional adverse patient effects were reported. Boston scientific has issued an advisory communication regarding a subset of subcutaneous implantable cardioverter defibrillators (s-icds) with an elevated rate of early replacement due to hydrogen-induced accelerated battery depletion. This particular device was included in the advisory population.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this s-ICD was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of a compromised capacitor. This resulted in the observed premature battery depletion. It was determined that the capacitor was compromised due to the presence of excess hydrogen in the device case. Boston scientific issued an advisory communication in (B)(6) 2019 regarding a subset of emblem devices that has an elevated potential of exhibiting this behavior; the population of devices that may be impacted was expanded in (B)(6) 2020. This particular device is included in the emblem s-ICD accelerated depletion advisory population.

Event description:
It was reported that premature batter depletion was alleged involving this device. A delay in the device changeout was noted due to the patient's poor condition. A review of the device data by technical services (ts) confirmed that the power consumption of this device was increasing in a gradual fashion. The device was malfunctioning and should be explanted and returned. The device was explanted and returned. No additional adverse patient effects were reported.